Manufacturer narrative:
The investigation for the reported ischemia, bradycardia, hypotension, and major bleed has been completed. No product was returned for review. The root cause of the ischemia, bradycardia, and hypotension was unable to be determined due to insufficient clinical details. The root cause of the major bleed was user related because bleeding resolved with purse string suture.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that a patient was implanted with a impella cp for high risk cardiac procedure. There was slight ooze from the impella site, that was alleviated by manual pressure and purse string suture. After the impella was in auto, a seven french companion sheath was placed for percutaneous coronary intervention and percutaneous transluminal coronary angioplasty to orca and the patient began to have bradycardia. 1/2 amp of atropine was given. The patient was successfully weaned at bedside, remained hemodynamically stable during and post explant, but after explant it was noted that the right foot lost pulses and became pale but remained warm. The patient went to the operating room for an endarterectomy. The patient was now doing well and extubated.